Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review which revealed speed reduction events on 02feb2026 and 05feb2026. A 14v ungrounded cable would be provided to the patient to manage the short to shield issues